Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the adhesive was too strong on the catheter.

Manufacturer narrative:
Received 3 unopened ultraflex mecs. The reported event was unconfirmed since the samples met specification. The samples were visually inspected for holes or damage on the package, legibility of printed numbers and letters, expiration date, correct impression, print color, missing parts of printing, position of printing, damaged component, foreign matter. Per functional evaluation, the samples were evaluated according to the alleged failure mode, and all of the samples are within specifications according to the performed test. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply wash penis with mild soap and warm water. Dry thoroughly. Trim pubic hair if necessary. Unroll self-adhering catheter over penis. Gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Connect to drainage device. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." (B)(4).

Event description:
It was reported that the adhesive was too strong on the catheter.